Event description:
It was reported that the non-boston scientific right atrial (ra) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms and noise which was oversensed. An insulation breach of the ra lead was suspected. Technical services (ts) was contacted, and ts discussed programming options. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.